Event description:
It was reported that a patient underwent an excision of a chest wall lesion on (B)(6) 2012 and suture was used. The patient was diagnosed with an infection on (B)(6) 2012. The wound was drained and closed with a different suture. The patient was placed on antibiotic therapy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.